Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a chronic stanford type b aortic dissection and was implanted with two conformable gore® tag® thoracic endoprostheses. The physician deployed the first endoprosthesis (tgu282810j/13487740) most distal with the intention of deploying the second endoprosthesis (tgu343415j/13857963) as the proximal extension. During deployment of the second endoprosthesis just distal to the brachiocephalic artery, it moved distally after deployment. Angiography revealed a proximal type I endoleak. The endoleak was thought to be the cause of insufficient seal due to blood flow from the left subclavian artery (lsa). The lsa was coil embolized and intraprocedure angiography showed the endoleak to have reduced in flow. Touch-up ballooning was not performed to prevent further movement of the second endoprosthesis. The slight proximal type I endoleak persisted at the conclusion of the procedure. The patient tolerated the procedure. On unknown date, the patient underwent total arch replacement with open stent-grafting. It is unknown why the re-intervention was performed. There was no reported allegation of deficiency of the gore devices. On (B)(6) 2020, it was reported that the distal conformable gore® tag® thoracic endoprosthesis caused a new entry tear, and false lumen perfusion resulted in an aortic rupture. The patient underwent emergent endovascular reintervention and two additional conformable gore® tag® thoracic endoprostheses were placed. The patient tolerated the procedure.